Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter fracture occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, de novo, eccentric target lesion was located in a mildly tortuous, mildly calcified, 40mm in length and 3.0mm in diameter middle right coronary artery. The lesion was pre-dilated using a 3.0mmx15mm quantum balloon catheter. A mach1 guide catheter was inserted; however, it was noted that the portion which connects the y-adapter and proximal portion of the mach1 guide catheter, was fractured. The physician removed the device and exchanged with another mach1 guide catheter to complete the procedure. No patient complications were reported and the patient's status is stable.